Event description:
Pt had removal of breast implants due to painful and hard capsular contractures. Upon removal, the right capsule was noted to be very hard and thickened with multiple areas in the posterior portion which had dacron patches where capsule was densely adherent to surrounding tissue. When implant removed from capsule, it was covered with sticky gel on surface and was initially grossly intact. Due to the dense adherence of the dacron patches of the implant to the capsule, the implant ruptured during manipulation for removal. The left capsule was thicker and had very hard palpable nodules along the dacron patches. A larger amount of free gel is contained within the capsular sac. The capsule was dissected off of the implant with small tears in the implant during process.